Event description:
The pump and catheter were removed due to infection. The device system was used to delivery lioresal. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4): devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.